Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No insulin in reservoir messages noted during testing. No unexpected battery power loss anomalies or audio/beep/tone anomalies noted during testing. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarms and an unexpected power error alarmed while monitoring. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slight corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Troubleshooting was performed for pump errors. Customer is able to complete pump rewind. The product will be returned for analysis.